Manufacturer narrative:
It was reported that during procedure the patient experienced heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 5.5mm and left coronary cusp (lcc) was 4.5mm. The following day, the ECG showed complete heart block and the patient received a permanent pacemaker the same day. On 26 february 2026, the patient was discharged.